Event description:
The customer indicated during a procedure on (B)(6) 2017, when placing the implant (fnt3213) the mount mmc15 did not disengage from the implant. The doctor was able to place another implant during the same procedure.

Manufacturer narrative:
A full osseotite tapered implant (fnt3213) was returned for inspection but the implant mount (mmc15) stated that did not disengage from the implant was not returned. A visual inspection revealed that the implant had noticeable gouging around the threads and the collar. The external hex was severely damaged and appeared to be stripped. There was presence of an unconfirmed foreign/biological material around the threads and the hex. The subject implant mount was not returned for inspection. The implant hex was damaged and could not be engaged into the test mount. . A device history review was performed for the implant (item # fnt3213 lot # 2016110588) and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. No device lot number was provided for the implant mount item# mmc15 so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015. Precautions: the surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, and aspiration. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. The complaint was non-verifiable for mount not disengaging form the implant as the subject mount was not returned for inspection and the exact condition could not be verified. A root cause for the reported event could not be determined.